Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented with non-sustained lead noise due to post-paced t-wave oversensing via merlin.net transmission. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Recommended programming changes were made. The patient was stable.